Event description:
It was reported that the customer frequently experienced no or intermittent button response, particularly with the down arrow button. The insulin pump was not dropped or exposed to moisture. Advised customer to discontinue use of the insulin pump and revert to back-up plan per healthcare provider's instructions. Asked to return insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. Pump received with minor scratched display window. Unit received cracked case at display window corner. Pump received with cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.